Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 04/08/2026. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clnical use and no evidence of blood was observed. The end of the cable was observed to be detached from connector end still in the harvesting device. No other visual defects were observed. An investigation was conducted on 04/09/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cable was observed to be detached from the connector end still attached to the base of the harvesting device. An attempt was made to remove the connector end from the base of the harvesting device. The connector end was able to be removed from the base of the harvesting device with no physical or visual difficulties observed. No other visual defects were observed. Based on the photographic evaluation as well as the condition of the device and the evaluation results, the reported failure "break- collar" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that after a vein harvest, the surgeon tried to remove hemopro2 extension cable from the butt-end of hemopro 2 cuatery device and the cord broke. Per attached photo the cord is broken. No patient harm. No delay in case.